Event description:
It was reported that, "pt was having reoccurring dislocations."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 0586-0-032 lot# g2951738; description: exeter. Femoral head. Cat# 0580-0-442, lot# gx303582, description: exeter femoral stem + 2 pmma. It cannot be determined which, if any of these devices may have caused or contributed to the pt's dislocations.